Manufacturer narrative:
(B)(4)

Event description:
It was reported that by the clinician noted episodes of automatic mode switch that appeared inappropriate that noise was causing the atrial oversensing leading to noise. No reprogramming changes had been done or reported.